Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The displacement test was performed and functioning properly. The pump was monitored for several days and no blank display noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape noted. However, pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (B)(4). The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display and motor error. The blood glucose at the time of the incident was 118 mg/dl. She state the pump alarmed motor error, but has cleared it and replaced set. The day before the complaint mother states the screen went blank and was stuck in prime. Troubleshooting was performed and the display did return. However, the motor error was not resolved. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.